Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported the freedom driver exhibited a fault alarm while supporting a patient during his sleep. There was no reported adverse patient impact. The customer also reported that the patient was switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms indicating secondary motor voltage too high and system current too high. Visual inspection of external components found a crack in the fan cover and a hard residue on the filter cover and bottom of the driver. Residue was able to be removed with reagent alcohol. Visual inspection of internal components found top right anchor boss pem-nut pulled out and secondary motor out of primary alignment. This confirms that the fault code alarm was due to secondary motor engagement. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. An additional 48-hour observation run was performed with no alarms or abnormalities. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue from alarm history review. Customer complaint was not replicated during testing; root cause of the reported fault alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. The cracked fan cover and top right anchor boss pem-nut misalignment were cosmetic damage only. No evidence of a device malfunction was found. Unintended secondary motor engagement is a known issue currently being addressed but is not a device malfunction. Patient was switched to a backup driver with no reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported the freedom driver exhibited a fault alarm while supporting a patient during his sleep. There was no reported adverse patient impact. The customer also reported that the patient was switched to a backup driver.